Event description:
Follow up information received identified the patient's scs ipg was replaced with a new one. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during a meeting with the patient the company representative was unable to communicate with the scs ipg. The "a problem was found with the generator that could not be repaired" message was displayed. Reportedly, the patient has been unable to communicate with his ipg for approximately two months following an rf ablation around the same time. Troubleshooting was unable to resolve the issue. Additional troubleshooting and review of the device logs confirm the generator was in the service application state. Surgical intervention may be taken to address the issue.